Event description:
User experienced a leak under and in front of the analyzer. The fluid was in a walkway. No one was harmed due to the leak. No pt samples were involved.

Manufacturer narrative:
The field rep determined there was a damaged di water line, and repaired the line. The analyzer was run and checked to verify operation.